Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed the sample pot was slowly draining. The fse replaced the ise (ion selective electrode) tubing. The fse determined the failure mode was caused by defective buffer valves. The fse replaced the ise buffer valves which resolved the issue. No further issue was noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous low patient results for sodium (na) and chloride (cl). The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.